Event description:
During a scheduled prophylactic generator replacement surgery, high lead impedance was found during surgery after the patient¿s generator was replaced. Diagnostics were not performed before the surgery, and there was no history provided regarding patient having high impedance. The pin was reinserted several times to make sure it was past the connector block during surgery, and high impedance was still received. Generator diagnostics were not performed by the surgeon. The surgeon elected to turn the patient¿s device on despite manufacturing recommendations to turn the stimulation off if high impedance is present in the system. He reported that the neurologist would have to follow up regarding the high impedance. Upon follow-up, it was discovered that the patient was not evaluated by a domestic physician. The patient elected to return to his residing country (out of the united states) to pursue lead replacement. Although lead revision may occur in the future, it has not occurred to date. Attempts for additional information have been unsuccessful to date. The patient did not have a treating vns physician in his residing country, per the patient's uncle who is a physician. The patient's device had not been checked in at least a couple of years. There was no programming/diagnostic history available for the patient¿s explanted generator available in the manufacturer¿s database. The patient was living in another country prior to and after surgery. The explanted generator was received by the manufacturer on (B)(4) 2013. However, product analysis has not been completed to date. The return product form indicated the reason for replacement as ¿battery depletion.¿

Event description:
It was reported that the patient was evaluated by a domestic vns physician, and the device was programmed off due to high impedance. The patient's caregiver reported that the patient no longer feels normal mode or magnet stimulation. Additionally, the patient's seizures were reported to have increased over the past few months.

Event description:
Product analysis for the explanted generator was approved on (B)(6) 2013. Analysis showed that the device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of device history records. Review of the lead manufacturing history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received and reported that the patient had generator and lead replacement surgery on (B)(6) 2015 due to lead discontinuity. The explanted products were received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis was completed on the explanted devices. There were no performance or any other type of adverse conditions found with the pulse generator. No obvious anomalies were noted except for the sets of setscrew marks found near the end of the marked and unmarked connector pins indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device. Note that since a large portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient is more quiet, less active, and mood has decreased after the device was programmed off due to high impedance. Although surgical intervention is likely, it has not occurred to date.

Event description:
X-rays were performed on (B)(6) 2013. The x-ray report indicates that the lead appeared intact. No additional relevant information has been received to date. No known surgical intervention has occurred to date.